Event description:
This is the first of two reports (same product ID, same user facility, same product problem, different serial numbers). The cam02 was found to have "power board failure" notification after turning on the unit. Error code e1057 was reported. The problem was found after turning on the monitor. There was no pt contact, no pt prepped for surgery. There was no delay in surgery.

Manufacturer narrative:
Integra completed its internal investigation 07/15/2015. Method: DHR review, review of complaint management database for similar complaints, visual. Results: the DHR pack was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: december 2014. No non-conformance reports were raised during the manufacturing process for this cam02 monitor. The DHR review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Service history: there is no service history for cam02 monitor 1141202312. Review of cam02 monitor customer complaints was completed using the following key words "power board" with "e1057" the review encompassed pr. The failure analysis investigation could not duplicate the complaint incident. The cam02 monitor was verified as meeting performance specifications. The cam02 log file was reviewed specifically for error code e1057 reported. The review did not identify any error codes related to the complaint description and the failure analysis investigation could not duplicate or confirm the complaint incident110437 to pr 128043 dates (B)(6) 2014 to (B)(6) 2015. There were a total of 3 complaints confirming the root cause as the power board. Conclusion: the complaint incident could not be duplicated and the cam02 monitor was verified as working to specification therefore, no root cause can be established.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.